Event description:
On (B)(6) 2012 global pharmacovigilance received notification from a peritoneal dialysis (pd) nurse of peritonitis in a patient. It was reported that in (B)(6) 2012, the patient was diagnosed with peritonitis despite an asymptomatic presentation. The cause of the peritonitis was unknown. It is unknown if the peritonitis was related to dianeal solutions, or to any baxter device or disposable part. No further information was provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11j24049. No exceptions were observed that were related to the reported condition. The outcome of the event of peritontis was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.